Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. The customer also stated that she received medical attention at home two other times. The dates were (B)(6) 2011. No details were given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.